Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a middle aged male patient with history of grand mal epilepsy since early teens found unresponsive and to emergency department, the patient was diagnosed st-segment elevation myocardial. The patient was in interventional radiology (ir) for percutaneous endoscopic gastrostomy tube placement. Trach was inserted. Five days later, ir called to say patient was ready to come back to room. Right after that, respiratory therapy called to say that the trach broke off while on ventilator at the plastic flange at the neck. Respiratory therapist was able to hold the trach in place until nurse was able to come in and replaced the tracheostomy.